Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a unexpected restart alarm. The customer¿s blood glucose was 5.7 mmol/l. Customer was able to rewind insulin pump. Troubleshooting steps were provided for and insulin pump alarm again. The insulin pump will be returned for analysis.